Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case corner of belt clip rails and keypad overlay texture damage.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.